Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the implant procedure of this lead in the left bundle branch (lbb) position, placement difficulties were encountered. In addition, helix extension difficulties were noted and the helix became fractured. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.